Manufacturer narrative:
Supplemental report is being submitted for additional information. Newly received information indicated that the controller a nd associated batteries were replaced due to the losses of power, and that the no power issues continued with the replacement controller and a replacement battery. Newly received information also provided the initial reporter. Section e initial reporter was updated. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-may-2018 / serial #: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 31-may-2017 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 28-feb-2019 / serial #: (B)(6) UDI #: 0(B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 21-feb-2018 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 30-nov-2017 / serial #: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 30-nov-2016 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-may-2018 / serial #: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 31-may-2017 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 28-feb-2019 / serial #: (B)(6) UDI #:(B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 21-feb-2018 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-nov-2021 / serial #: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 23-nov-2020 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA device code(s): a0708 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650 / expiration date: 31-jan-2022 / serial #: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 21-jan-2021 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that six batteries would not provide power and were associated with the losses of power to the controller. The controller was exchanged. A loss of power occurred on the second controller and the six batteries were replaced. One of the new replacement batteries was reported to not provide power and was not recognized by the controller. The new battery was replaced. The second controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information and receipt of a medwatch form. The return dates of the products have been updated. F1 user facility f2 uf/importer report number: f3 user facility name/address: (B)(6) hospital - (B)(6). F4 contact person: (B)(6). F5 phone number: (B)(6). F6 date user facility became aware of the event: f7 type of report: initial. F8 date of this report: (B)(6) 2021. F9 approximate age of device: f10 event problem codes: f11 report sent to FDA: f12 location where event occurred: home f13 report sent to manufacturer: may-2021 f14 manufacturer name and address MFR. Name: medtronic, plc addl: (B)(6), city: (B)(6), state: fl zip: (B)(6) additional products: d4: serial #: (B)(6) yes, return date: (B)(6) 2021 dev rtn to MFR? Yes, d4: serial #: (B)(6) yes, return date: (B)(6) 2021 dev rtn to MFR? Yes d4: serial #: (B)(6) yes, return date: (B)(6) 2021 dev rtn to MFR? Yes d4: serial #: (B)(6) yes, return date: (B)(6) 2021 dev rtn to MFR? Yes d4: serial #: (B)(6) yes, return date: (B)(6) 2021 dev rtn to MFR? Yes d4: serial #: (B)(6) yes, return date: (B)(6) 2021 dev rtn to MFR? Yes d4: serial #: (B)(6) yes, return date: (B)(6) 2021 dev rtn to MFR? Yes investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for an update to the product event summary and annex c and d codes. Product event summary: two (2) controllers (B)(6) and seven (7) batteries (B)(6) were returned for evaluation. One (1) controller (B)(6) was not returned for evaluation. No performance allegations were reported against (B)(6). Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) revealed that the batteries passed visual inspection and functional testing. The batteries were able to charge and provide power to a test controller. Failure analysis of (B)(6) revealed that the battery passed visual inspection. Functional testing of (B)(6) revealed that the battery was unable to charge or provide power due to disabled charge and discharge field-effect transistors (fets). This is an abnormal arrangement of the battery control fets, indicative of a fault of the main integrated circuit (ic) that controls the battery. An attempt to reset the main ic was able to reestablish the battery's functionality. As a result, the reported ¿replacement battery not providing power or recognized by the controller¿ event was confirmed. The reported no power event associated with the remaining batteries could not be confirmed. Failure analysis of (B)(6) revealed that the controller passed functional testing. Visual inspection of (B)(6) revealed contam ination within the driveline connector port of the controller. Visual inspection of (B)(6) revealed contamination within the both power ports, the serial port and the driveline connector port of the controller. Additionally, it was observed that the serial port data cap of (B)(6) was missing. Visual inspection of (B)(6) under 10x magnification revealed a hairline crack around power port two (2). An internal inspection did not reveal evidence of fluid ingress. The observed contamination within the serial port and driveline connector ports, observed missing serial port data cap, and observed hairline crack are additional findings not related to the reported event. The most likely root cause of the observed contamination within the controller ports and the missing serial port data cap can be attributed to handling of the devices. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Functional testing of (B)(6) revealed that the no power alarm only sounded for briefly when both power sources were disconnected from the controller and the controller exhibited a controller fault alarm during bench testing, which indicated an issue with the internal battery. The internal nickel-metal hydride (nimh) battery powers the no power alarm. Internal inspection revealed that the internal battery was swollen. After the internal battery was replaced, the controller performed as intended. Su pplemental testing of (B)(6) was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis pertaining to (B)(6) was not performed because log files covering the reported event date were not available for analysis. Log file analysis associated with (B)(6)revealed that the controller was not in use prior to the reported event and was most likely the patient¿s back up controller. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis revealed a controller fault alarm logged on 14/mar/2021 at 02:23:06, indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than two (2) years. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(6), as well as a premature power switching event that was due to a communication error involving (B)(6). Log file analysis also revealed two (2) controller power up events logged on 28/feb/2021 at 01:25:15 and on 14/mar/2021 at 01:44:38. The data point logged in the controller's internal logs prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with 78% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 61% rsoc. The data point recorded after the first loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The data point logged in the controller's internal logs prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 76% rsoc and (B)(6) was connected to power port two (2) with 84% rsoc. The data point recorded after the second loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 6 seconds and 4 seconds, respectively. Several momentary disconnections were recorded leading up to the losses of power. Analysis of the alarm log file did not reveal any power disconnect alarms within the analyzed period. However, review of the data log file revealed an instance involving (B)(6), where the relative state of charge (rsoc) value was logged between 101-201, which is indicative of a communication error. As a result, the reported controller fault alarm, premature power switching, losses of power, and communication error events involving (B)(6) were confirmed. The reported power disconnect alarm event and loss of power event involving (B)(6) could not be confirmed. A power source lubrication procedure had been performed on (B)(6) in accordance with the requirements under fsca cvg-18-q4-19 on 16/nov/2018. (B)(6) had been lubricated prior to release. The most likely root cause of the reported controller fault alarm can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the premature power switching event can be attributed to a communication error between the controller and battery, and momentary disconnections due to contamination within the power ports and/or due to temporary corrosion of the controller-port/power-source pins. Possible root causes of communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported ¿replacement battery not providing power or recognized by the controller¿ event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Additional products: d1: heartware ventricular assist system ¿ battery d4: serial #: (B)(6) h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a third controller was returned to the manufacturer. The controller subsequently tested out-of-specification on manufacturer's analysis.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: two controllers and seven batteries were returned for evaluation. One controller was not returned for evaluation. No performance allegations were reported against con316649. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of bat580338, bat580294, bat596104, bat324834, bat580277, bat596109 revealed that the batteries passed visual inspection and functional testing. The batteries were able to charge and provide power to a test controller. Failure analysis of bat906759 revealed that the battery passed visual inspection. Functional testing of bat906759 revealed that the battery was unable to charge or provide power due to disabled charge and discharge field-effect transistors (fets). This is an abnormal arrangement of the battery control fets, indicative of a fault of the main integrated circuit (ic) that controls the battery. An attempt to reset the main ic was able to reestablish the battery's functionality. Further investigation using a representative sample revealed that the reported event can be replicated by exposing the battery to electrostatic discharge (esd). As a result, the reported ¿replacement battery not providing power or recognized by the controller¿ event was confirmed. The reported no power event associated with the remaining batteries could not be confirmed. Failure analysis of con316649 revealed that the controller passed functional testing. Visual inspection of con316649 revealed contam ination within the driveline connector port of the controller. Visual inspection of con314931 revealed contamination within the both power ports, the serial port and the driveline connector port of the controller. Additionally, it was observed that the serial port data cap of con314931 was missing. Visual inspection of con314931 under 10x magnification revealed a hairline crack around power port two. An internal inspection did not reveal evidence of fluid ingress. The observed contamination within the serial port and driveline connector ports, observed missing serial port data cap, and observed hairline crack are additional findings not related to the reported event. The most likely root cause of the observed contamination within the controller ports and the missing serial port data cap can be attributed to handling of the devices. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, con314931 falls within the bounds of this CAPA. Functional testing of con314931 revealed that the no power alarm only sounded for briefly when both power sources were disconnected from the controller and the controller exhibited a controller fault alarm during bench testing, which indicated an issue with the internal battery. The internal nickel-metal hydride (nimh) battery powers the no power alarm. Internal inspection revealed that the internal battery was swollen. After the internal battery was replaced, the controller performed as intended. Supplemental testing of con314931 was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis pertaining to con414574 was not performed because log files covering the reported event date were not available for analysis. Log file analysis associated with con316649 revealed that the controller was not in use prior to the reported event and was most likely the patient¿s back up controller. Log file analysis revealed that the controller in use during the reported event, con314931, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis revealed a controller fault alarm logged on 14-mar-2021 at 02:23:06, indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than two (2) years. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat580338, bat580294, bat596104, bat324834, bat580277 and bat596109, as well as a premature power switching event that was due to a communication error involving bat580338. Log file analysis also revealed two (2) controller power up events logged on 28-feb-2021 at 01:25:15 and on 14-mar-2021 at 01:44:38. The data point logged in the controller's internal logs prior to the first loss of power revealed that bat324834 was connected to power port one (1) with 78% relative state of charge (rsoc) and bat596104 was connected to power port two (2) with 61% rsoc. The data point recorded after the first loss of power revealed that bat324834 was connected to power port one (1) and bat596104 was connected to power port two (2). The data point logged in the controller's internal logs prior to the second loss of power revealed that bat596104 was connected to power port one (1) with 76% rsoc and bat580277 was connected to power port two (2) with 84% rsoc. The data point recorded after the second loss of power revealed that bat596104 was connected to power port one (1) and bat580277 was connected to power port two (2). The controller was without power for 6 seconds and 4 seconds, respectively. Several momentary disconnections were recorded leading up to the losses of power. Analysis of the alarm log file did not reveal any power disconnect alarms within the analyzed period. However, review of the data log file revealed an instance involving bat580338, where the relative state of charge (rsoc) value was logged between 101-201, which is indicative of a communication error. As a result, the reported controller fault alarm, premature power switching, losses of power, and communication error events involving con314931 were confirmed. The reported power disconnect alarm event and loss of power event involving con414574 could not be confirmed. A power source lubrication procedure had been performed on bat580338, bat580294, bat596104, bat324834, bat580277 and bat596109 in accordance with the requirements under fsca cvg-18-q4-19 on 16-nov-2018. Bat906759 had been lubricated prior to release. The most likely root cause of the reported controller fault alarm can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the premature power switching event can be attributed to a communication error between the controller and battery, and momentary disconnections due to contamination within the power ports and/or due to temporary corrosion of the controller-port/power-source pins. Possible root causes of communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. The most likely root cause of the reported ¿replacement battery not providing power or recognized by the controller¿ event can be attributed to an esd event resulting in a fault of the integrated circuit that controls the battery. CAPA pr00519785 is investigating battery issues related to esd. Additional products: d4: (B)(6) d9: yes, return date: 12-may-2021 h3: yes dev rtn to MFR? Yes h6: img code(s): g02002, g0403401 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: (B)(6) d9: yes, return date: 12-may-2021 h3: yes dev rtn to MFR? Yes h6: img code(s): g02002, g0403401 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: (B)(6) d9: yes, return date: 12-may-2021 h3: yes dev rtn to MFR? Yes h6: img code(s): g02002, g0403401 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: (B)(6) d9: yes, return date: 12-may-2021 h3: yes dev rtn to MFR? Yes h6: img code(s): g02002, g0403401 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: (B)(6) d9: yes, return date: 12-may-2021 h3: yes dev rtn to MFR? Yes h6: img code(s): g02002, g0403401 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: (B)(6) d9: yes, return date: 12-may-2021 h3: yes dev rtn to MFR? Yes h6: img code(s): g02002, g0403401 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: (B)(6) h6: img code(s): g02002, g0403401 h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 d4: (B)(6) d9: yes, return date: 12-may-2021 h3: yes dev rtn to MFR? Yes h6: img code(s): g02002, g02013 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c0302 h6: FDA conclusion code(s): d06 d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-nov-2018 / (B)(6) (B)(4) d9: yes, return date: 12-may-2021 h3: yes dev rtn to MFR? Yes h4: mfg date: 20-nov-2017 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g04034 h6: FDA device code(s): a18 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c15 h6: FDA conclusion code(s): d11 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that power switching and patient error was thought to have contributed to the batteries being unable to provide power.

Manufacturer narrative:
This supplemental is being submitted as a correction. B5 event description was updated. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information has been requested regarding the patient weight of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional products: heartware ventricular assist system battery, model #: 1650 / catalog #: 1650 / expiration date: 31-may-2018 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-may-2017. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm due to a depleted internal battery, unexpected power losses, and a power disconnect alarm. It was also noted that the battery exhibited a communication error. Both the controller and battery remain in use. No patient complications have been reported as a result of this event.